Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a persistent "tugging" sensation in the pocket, occurring with and without pacing, but synchronized to the cardiac cycle. It was noted the patient cardiac resynchronization therapy defibrillator (crt-d) had migrated. The device is still in use. No further patient complications have been reported as a result of this event.